Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had multicolored lines running across the screen that blocked the graphics and text. Customer's blood glucose was 99 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.